Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the probe was damaged after several outputs; the pad had peeled off. This was found during a therapeutic laparoscopic colon resection procedure. The device was switched with a backup device, and the procedure was completed with a less than 30 minutes delay. There was no report of patient/user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1.the ultrasound was output with the clamping part closed without clamping the tissue (including after the tissue has been cut), the tissue pad was worn out. 2.the tissue pad became worn, resulting in contact between the uninsulated part and the tip of the probe. 3. Ultrasonic waves were output in this state, resulting in scratches (contact marks) on the tips of the probe and gripper indicating that they came into contact with each other. In addition, an error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The tissue pad peeled off during the procedure, however, the customer confirmed it was able to be retrieved in 3 minutes.there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d4 (lot #) and h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.